Event description:
Customer reported that a 6cfn tracheostomy tube caused some bleeding due to sharpness on both sides of the outer cannula. Caller reported that the sharpness appeared to be down the length of the tube where the molding comes together. There was no patient harm reported and the tube was replaced.

Event description:
Correction to initial report.